Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. (B)(4).

Event description:
It was reported that when removing the trochar from the introducer depth gauge, the physician received a needle stick. No patient impact. The physician is being followed by occupational health.